Event description:
It was reported that the tandem-provided charging supplies began burning or melting. There was no adverse impact to the customer's blood glucose level. A new set of tandem-provided charging supplies were sent to the customer to resolve the issue.